Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, approximately 10 minutes into the procedure bom 7mm extended length endoscope s/n (B)(4) became blurry and unable to remedy. Though cleaning and decontamination took place, the device remained blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of were observed. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was obtained. Based on the results of the evaluation, the reported complaint for "poor quality image" was not confirmed. This is a reusable OEM device; therefore, a serial/lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, approximately 10 minutes into the procedure bom 7mm extended length endoscope s/n (B)(4) became blurry and unable to remedy. Though cleaning and decontamination took place, the device remained blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.